Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed. Approximately 1 week post placement the patient experienced arm pain during infusion and it was noted the catheter was leaking. The catheter was successfully removed via the proximal end. Another PICC was placed for continuation of treatment. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number was not provided a device history search could not be performed. User technique during access and/or patient anatomy may have contributed to this event. However, the company's unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.